Event description:
It was reported that during a hemorrhoidectomy procedure, the surgeon did not hear the crunch sound when stapler was fired. Hemorrhoid was not completely stapled and examination of donuts showed incomplete donut formation. Banding of hemorrhoid to complete the procedure. There were no adverse consequences for the patient reported.

Event description:
The staples were observed and closed in the normal shape. The issue occurred in one area. There were no problems experienced in firing the device. There were no additional intervention.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria of adverse event, and is being considered reportable malfunction.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time. Additional information provided: was banding the hemorrhoid planned? No. What confirmation was received indicating the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? No. Crunch sound heard, the handle was completely compressed and was unable to be fired further. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? The orange indicator was within the green zone and this was achieved by the surgeon closing the dial until he felt it was tight enough. Was the cut line fully circumferential around the target tissue? No. Was the tissue evenly loaded? Yes. Was it easy to close the device? Yes.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.